Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 833 mg/dl. It was stated that the customer had just started on the insulin pump six days earlier. Troubleshooting was performed, and the alarm history had no delivery and no reservoir alarms. The wife removed the infusion set, and the cannula was bent. The insulin pump passed the prime and high pressure tests. Nothing further was reported.